Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had oversensed noise with possible pacing inhibition. A signal artifact monitor (sam) event also disabled the minute ventilation (mv) sensor as noise was oversensed on the ventricular channel. The crt-p system remains in service. No adverse patient effects were reported.